Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (approximately 400 mg/dl). Customer reported not inputting the bg value into the pump because they thought that the continuous glucose monitor (cgm) would relay the bg value to the pump automatically. The customer addressed elevated bg level by not eating for the day.